Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab (fa lab) was able to confirm through the event log and duplicate the reported issue during the functional check. Transducer pt801 had failed. Root cause: manufacturing process - supplier manufacturing process.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced low ve, low pip, high pip and transducer fault alarms.